Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on an unknown date. During the procedure, the bands would not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: a speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned covered with the shrink wrap and the suture was found cut. In addition, the trip wire was not secured in the handle slot, and it was not pulled up to take up the slack. No other problems with the device were noted. The reported complaint of bands unable to deploy was confirmed. Upon analysis, the trip wire was not secured in the handle slot, and it was not pulled up to take up the slack. A labeling review was performed and based on the condition of the returned device, this device was not used per the instructions for use (IFU)/product label as the ligator housing was returned covered with the shrink wrap and the suture was cut. The IFU states "unless the shrink wrap is removed, bands will not fire", "pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs" and "secure trip wire in slot on handle unit." These can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire unable to work accordingly with the handle when pulling the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on an unknown date. During the procedure, the bands would not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.